Event description:
A malfunction alarm with code malf 12 was reported, and technical support assisted the customer in resetting the pump. There was no reported impact to the customer's blood glucose level. The pump reset resolved the issue, allowing the customer to continue using the pump, with instructions to contact support if the malfunction code recurred.